Manufacturer narrative:
H.6 investigation summary: ten pure hub samples and two bd maxzero needless connectors were received by our quality team for evaluation. The pure hub samples came with the sealed top web. The bd maxzero connectors came each in a ziploc plastic bag. Visual inspection was performed. There are no defects or deformations. The bd maxzero connectors were tested with the pure hub samples; they all showed a leakage at the time the bd maxzero connector was pushed all the way down to the pure hub to get it screwed on. The outside diameter of the bd maxzero connector is smaller than the inner diameter of the pure hub causing the leakage. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the investigation the probable root cause was application. The diameters of both products are not fully aligned, dimensional wise. The bd maxzero has a smaller outside diameter compared to the inner pure hub diameter which leaves a gap of 1/32¿. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that an unspecified number of pure hub disinfecting cap strips experienced leakage which was noted during use. The following information was provided by the initial reporter: material no: 306597, batch no: unknown. Event description: it was reported that the account has had additional leakages of bd maxzero. In speaking with the account, they feel that these issues occurred after they started using bd purehub as they have been using bd maxzero for years and have never had any issues.

Event description:
It was reported that an unspecified number of purehub disinfecting cap strips experienced leakage which was noted during use. The following information was provided by the initial reporter: material no: 306597, batch no: unknown. Event description: it was reported that the account has had additional leakages of bd maxzero. In speaking with the account, they feel that these issues occurred after they started using bd purehub as they have been using bd maxzero for years and have never had any issues.

Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history review could not be completed as no batch number was provided. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of purehub disinfecting cap strips experienced leakage which was noted during use. The following information was provided by the initial reporter: material no: 306597, batch no: unknown. Event description: it was reported that the account has had additional leakages of bd maxzero. In speaking with the account, they feel that these issues occurred after they started using bd purehub as they have been using bd maxzero for years and have never had any issues.